Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced itchy at the pocket site. The skin at the pocket site was scratched before the patient presented in the hospital for examination. Pocket infection was observed. The physician believed allergic to metal resulting in infection. The patient was too thin, and the device metal shell wear resulted in wound healing difficulty. The patient was given debridement and antibiotic treatment. The patient recovered well.